Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging his onetouch select meter displays the battery indicator. The medical surveillance specialist (mss) spoke with the patient on (B) (6) 2010 and obtained the following information: the patient alleged that the issue began on (B) (6) 2010 at 4 pm. As part of his diabetes management, the patient stated he takes a 70/30 insulin mix based on his blood glucose reading on the subject meter. Immediately after the alleged issue occurred, the patient stated he had to guess how much insulin to take; he estimated taking between 50-60 units of insulin. At approximately 7:30 pm that evening, the patient complained that he "felt low", dizzy, nauseated, and "could hardly stand up"; which he considered to be symptoms of low blood glucose. With assistance from his friend, the patient was able to walk back to bed and was soon after given food and drink. Per cca documentation, the patient did not test on another device. At the time of troubleshooting the customer care advocate (cca) noted that the patient did not have a replacement battery available at the time of the call. The patient informed the mss that he has had the subject meter for two years and has never replaced the battery. In addition, the patient mentioned that he finally replaced the battery in the subject meter (after speaking with the cca on (B) (6)); and has been testing on the subject meter since then. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he was unable to test his blood glucose due to the reported issue and was therefore, unable to take the proper amount of insulin. Although the patient did not develop symptoms suggestive of hypoglycemia after the alleged issue occurred, the patient subsequently needed assistance to help treat (what he considered) low blood glucose symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.